Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation corrected fields:d5,d8,e1,g2(unmark user facility and healthcare professional). Correction to the g3 of the initial medwatch. The aware date should be march 19, 2024. Additional information added to field h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not specify the root cause of the suggested event but it assume that the problem is caused by stress from use, external factors, or handling. The following is included in the instructions for use (IFU): inspection method as for the suggested event is described in operation manual "chapter 3 preparation and inspection 3.3 inspection of the endoscope ". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchovideoscope forceps channel port was shaved. There were no reports of patient involvement.